Event description:
It was reported that the patient underwent a procedure to reposition this implantable cardioverter defibrillator (ICD) for an unspecified reason approximately 8 months ago. Subsequently, the right ventricular (rv) defibrillation lead exhibited increased threshold measurements and a gradual increase in pacing impedance measurements from 500 ohms to 1,400 ohms. The increase was noted to have begun following the revision procedure. Review of stored device data also noted a gradual decrease in shock impedance measurements from 110 ohms to the 60 ohms range. The change in impedance measurements was not felt to be related to the device revision procedure. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.